Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported damage/detachment of the ivl catheter was confirmed. All ivl device components were returned and accounted for. Per the reported information, it was reported that the device was removed and reinserted following stabilization of the patient, which is off-label per the device instructions for use. Per the instructions for use, it is noted, "caution: ivl catheter once pulled out of the body should not be reinserted for additional inflation or lithotripsy treatments." The cause of the reported rupture in the iliac artery, low blood pressure, hemorrhagic shock, and cardiac arrest could not be definitively determined. The following sections in h6 were updated: annex a: replaced 4008 with 1354. Annex b: replaced 4118 with 10. Annex c: replaced 3233 with 114. Annex d: replaced 11 with 18; added 24.

Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
It was reported that a shockwave l6 peripheral intravascular lithotripsy (ivl) catheter was used during a procedure to treat a lesion in the iliac artery. A 75-year-old male patient was hospitalized for a thromboendarterectomy of the femoral bifurcation with use of a shockwave ivl balloon. During the procedure, the patient experienced a sudden drop in blood pressure due to a rupture in the iliac artery. Shockwave ivl therapy was temporarily stopped to manage the hemorrhagic shock. After the patient maintained a satisfactory mean arterial pressure, shockwave ivl therapy resumed. The original ivl device was subsequently reinserted following the patient's heart attack during the procedure. Access was via an ipsi-lateral right femoral puncture using an 18fr introducer sheath and a 0.018" guidewire with a standard endovascular aneurysm repair (evar) setup; no tavr equipment was used. During reinflation of the ivl balloon, the balloon did not inflate and a major leak occurred at the junction between the delivery catheter and the lateral inflation port. Three ivl pulse cycles were delivered. When the physician attempted to remove the ivl balloon, significant elongation of the delivery catheter was observed. The physician indicated the balloon was fully deflated before withdrawal, and no deflation difficulty was observed. No unplanned intervention was required, though the patient received two stents in the left anterior descending artery. The procedure was completed without ivl - only a balloon was used to create space for passing the aortic graft, and no additional hospitalization was needed. It is suspected that the ivl catheter damage likely occurred when the device was withdrawn during the heart attack. Shockwave ivl therapy was discontinued due to the patient's increased risk of vascular injury and thrombosis. It is reported that the patient is safe and stable following a heart attack during the procedure.